Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crack opening, delamination, crease fold, wear abrasion, and fluids. Leak test was performed and found delamination on diaphragm valve, crack opening on diaphragm valve. A microscopic analysis was performed which identified delamination in the diaphragm valve and crack opening on diaphragm valve. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure, and a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported having experienced a left side deflation. The device remains implanted.